Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. It was also noted that the setscrew was in the connector bore.

Event description:
It was reported that the set screw in the pacemaker header was not in the right position. It was not possible to place the lead connector pin in the header. The issue could not be solved by turning the screw. Us: it was reported that during implant, the device setscrew "was not in the right position" as it was not possible to put the lead pin in the header. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the device setscrew "was not in the right position" as it was not possible to put the lead pin in the header. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the device setscrew "was not in the right position" as it was not possible to put the lead pin in the header. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.